Manufacturer narrative:
The ventilator was investigated by our field service engineer. Presence of saline was noted inside the o2 gas module, which was replaced and the ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided and the replaced part was not returned for investigation. The source of the saline is unknown.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).